Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the entire hospital was down. Device was in use, no adverse event involving patient or user was reported.